Event description:
During a tonsillectomy and adenoidectomy procedure the pt suffered a 7mm by 5mm burn to the left lip. The customer indicated that there was a tear or split in the proximal end of the insulated electrode, allowing electrical current to burn the pt.